Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutfx-26, serial/lot #: (B)(6) , ubd: 27-feb-2025, UDI#: (B)(4). Concomitant products: product ID: d-evolutfx-2329; product lot/serial number: (B)(6) ; product type: heart valves product ID: evolutfx-26; product lot/serial number: (B)(6) ; product type: heart valves product ID: unknown; product lot/serial number: unknown; product type: snare product ID: unknown 23 mm sapien valve; product lot/serial number: unknown; product type: heart valves; implant date: (B)(6) 2023. ­h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product analysis: the dcs was discarded and the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this 26 mm transcatheter bioprosthetic valve, upon deployment to 80%, the implant depth was 1 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). After full deployment, it was discovered that the valve's position was supra-annular. The valve was snared and pulled into the ascending aorta. A second 26 mm valve system was prepared. With the first valve still snared, the implanting physicians attempted to advance the second delivery catheter system (dcs) through the first valve. However, the dcs nosecone kept catching inside the cusp of the first valve. After several unsuccessful attempts to advance the dcs through the first valve, the second valve system was withdrawn from the patient and abandoned. Subsequently, a 23 mm non-medtronic transcatheter valve (sapien) was implanted without complications. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the attempted implant of this 26 mm transcatheter bioprosthetic valve, upon deployment to 80%, the implant depth was 1 mm on the non-coronary cusp and 3 mm on the left coronary cusp. After full deployment, it was discovered that the valve's position was supra-annular. The valve was snared and pulled into the ascending aorta. A second 26 mm valve system was prepared. With the first valve still snared, the implanting physicians attempted to advance the second delivery catheter system (dcs) through the first valve. However, the dcs nosecone kept catching inside the cusp of the first valve. After several unsuccessful attempts to advance the dcs through the first valve, the second valve system was withdrawn from the patient and abandoned. Subsequently, a 23 mm non-medtronic transcatheter valve was implanted without complications. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Device codes (a1502 - dcs; a150202 - valve), eval code method, eval code result, eval code conclusion all updated corrected data: additional codes. Annex g (g04002 - dcs; g04027 - valve) product analysis: no product was returned for analysis as the valve remains implanted and the delivery catheter system (dcs) was discarded by the facility. A device history review of the dcs was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure the device met specification requirements prior to release from the manufacturing facility. Procedural images were submitted to medtronic for review and the patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter is 65.8mm with a perimeter derived diameter of 20.9mm suggesting a 26mm evolut fx. The valve was deployed to 80% and depth assessment was performed in the cusp overlap view. The depth at the non-coronary cusp (ncc) was approximately 0mm. Next, an angiogram in a left anterior oblique (lao) view was performed; however, parallax was not removed from the valve preventing accurate depth at the left coronary cusp (lcc) to be assessed. Per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth <(><<)>1mm or >5mm. Furthermore, depth assessment at the ncc is performed in a cusp overlap view, and if acceptable, the next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the lcc. The valve may be released once these steps are completed. In this case, the depth at the ncc was less than 1mm and a recapture was warranted. Despite the shallow depth, the valve was released which resulted in aortic dislodgement. Conclusion: various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency may have caused or contributed to this event, but the cause of the inaccurate implant could not be conclusively determined with the available evidence. Inaccurate delivery does not typically indicate a device malfunction or a failure to meet manufacturing specifications. Upon review of the four procedural images via media files, improper depth at the ncc resulted in aortic dislodgement of the first valve. A second valve was attempted, but dcs interaction with the first valve reportedly resulted in recapture and removal. Ultimately, a non-medtronic valve was implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.